Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number will not be provided in the emdr, because the product code is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred during dwell of cycle 2 of 3. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). System error 2240 (air in line) was confirmed as it was identified in the alarm log of the returned device. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Baxter has found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).